Event description:
Attorney alleges patient had implanted a medtronic sprint fidelis lead model 6949. (Patient) died in 2008." Further alleged as result of lead, patient "suffered extreme physical injury, extreme emotional and psychological distress which includes sudden death" and "had an increased risk of major cardiovascular event." Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.